Manufacturer narrative:
This report is submitted on march 16, 2020.

Event description:
Per the clinic, the patient experienced poor hearing performance after a surgery to his neck where they used monopolar cautery. The device was explanted on (B)(6) 2020 and the patient was reimplanted with a new device during the same surgery.